Event description:
It was reported that the pump did not deliver insulin doses after a bolus dose was programmed. The reporter mentioned that the pt's blood glucose level was high although did not mention any associated symptoms or injury.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. No conclusions can be drawn at this time.